Event description:
A nurse complained of questionable inr results from a coaguchek xs meter serial number (B)(4). At 10:35 am the meter result was 5.1 inr. At 10:39 am the meter result was >8.0 inr. On (B)(6) 2018 at 9:15 am a laboratory result of 3.8 inr using the dade innovin laboratory method was obtained. All medical decisions were based on the laboratory result. The patient's coumadin dosage was withheld based on the laboratory result. The patient's therapeutic range is 2.0 - 3.0 inr. The patient has no hematocrit concerns, is on no other blood thinners, does not have antiphospholipid antibodies, no signs of abnormal bleeding or bruising, no changes in diet, no additional illnesses, and on no new medications. The patient's meter and test strip were requested for return. Replacement products have been sent. Retention test strips (lot 368877) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The patient's meter and strips were returned for investigation.the returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. The result of >8.0inr alleged by the customer was not observed in the meter¿s patient result memory.